Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient began experiencing hyperglycemia whilst wearing the pod between 24 and 36 hours on the abdomen. The patient then removed this pod and consulted their endocrinologist, who advised the patient to self-inject 10 units of insulin. In error, the patient injected themselves with tresiba instead of rapid acting insulin twice, which made the patient¿s blood glucose levels reach 600 mg/dl. The patient then administered 10 units of humalog and went to the emergency room. Symptoms reported included palpitations. The patient was treated at the hospital with intravenous insulin. The patient left the emergency room on (B)(6) 2026 and then the patient applied a new pod.